Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date involving a tego¿ connector, where a reporter stated that a fault was identified with the tego connector, resulting in air being drawn into the blood circuit. One incident involved a six-year-old pediatric patient receiving home treatment on an nxstage machine. Patient involvement occurred; however, the harm is unknown.